Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the powerseal curved jaw sealer and divider had the jaw defective during engagement. This occurred after several uses during the initial stages of the procedure. This malfunction occurred during a therapeutic laparoscopic retroperitoneal lymph node dissection procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.